Manufacturer narrative:
(B)(4). Batch # t5cv6t. Additional information was requested, and the following was obtained: can you please provide more event details? How was the device removed (anvil release button, red manual reverse switch, jaws forced open, device cut from tissue, etc.)? If the device had to be cut from the tissue, how was the transected tissue addressed? Did the jaws eventually open? Was a laparotomy necessary to remove the device from the patient? If yes, please provide details. Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Please explain. Response: there is no further information available. Device analysis: the analysis found that one ec45a device was returned with no apparent damage and with one ecr45w cartridge loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. The device opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a liver transplant, the first fire was fine, and jaws released ok however after the second fire, the jaws would not release from clamping the hepatic vein. No more information has been established.